Event description:
Customer alleged discrepant blood glucose results of 90 mg/dl on the compact system when compared with a result of 290 mg/dl from a laboratory when the tests were performed within 10-15 minutes. No action or treatment based on results was reported. No adverse event subsequent to the discrepant result was reported. A request was made for the return of the suspect device and replacement product was sent.